Event description:
The customer reported that the insulin pump alarmed compromised force sensor system. Customer stated that when setting up the reservoir and put in prime the motor will move and when it hits the bottom of syringe it will result to compromised force sensor system error and shut off. Customer's blood glucose was 243 mg/dl. Troubleshooting was done. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to faulty force sensor. No error alarm noted. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.